Event description:
A us distributor contacted zoll to report that battery charger/modem sn (B)(4) was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the battery charger/modem was unable to power on. The cause for the failure was isolated to a defective power supply. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective battery charger/modem.